Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter stated that the piston does not always rewind all the way back and the cartridge has to be pushed into the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: there were no unusual alarms for the rewind issue observed in the alarm or black box history. The time and date were correctly set at the start of investigation. The pump successfully performed a rewind, load, and prime sequence with no alarms. The pump was exercised for 24 hours with no alarms duplicated. There was no moisture corrosion observed on the internal motor when the pump was opened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.